Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.